Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had an infection. In addition, it was noted that the patient was sweating profusely, and had felt like they were freezing at the same time. The patient had nausea, and the patient noted that when he vomited, it tasted like "salt water". The symptoms occurred during a normal refill cycle, and were not experienced before. It was indicated that the patient's pump was filled with saline in (B)(6) 2008, and the "saline had never been replaced." The patient's outcome was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.